Event description:
Customer reports that boots up but when exposing = no image and dose ramped to maximum.

Manufacturer narrative:
Gehc surgery svc personnel found the 24 volt supply is being pulled down to 6.9 vdc by either q4 or q5 on the analog support pcb. Customer will order a new analog support pcb from parts source.